Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3. Lab: 2.8. Mean: 2.05. Confident limits: 1.4-3.1. The mean of the inratio and lab value are within the confident limits. Rev. 2. Patient also repeated the test in two different hemosense meters. 1.2. 2.4. Average: 1.8. Stdev: 0.85. %cv: 47.14. If the value is greater than 20% the criterion is not met as per internal procedure 2. The product will be investigated. Also timings the test were performed is not mentioned by the caller. As per internal procedure rev. 2 if the time elapsed exceeds three hours there is high possibility that discrepancies are due to changes in the status of the patient.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: inratio: 1.3. Lab: 2.8. Also the caller repeated two different hemosense meters and the results are as follows: 1.2. 14 2.4.